Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: h6: it was erroneously reported in the initial medwatch report that the reported condition of the device being stuck from inside was not confirmed. Therefore, an assignable root cause was not determined. Upon further investigation, it was determined that this malfunction was confirmed. The investigation has been updated as follows: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. H6. Investigation findings codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device being stuck from inside was not confirmed. Therefore, an assignable root cause was not determined. However, t the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Device history review : no manufacturing record evaluation required as no manufacturer or service related issue found. UDI: (B)(4).

Event description:
It was reported by india that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was further determined that the device failed pretest for check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during a trauma pre-surgery, it was discovered that the device was not working and was stuck from the inside. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.